Manufacturer narrative:
H6: neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. On (B)(6) 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, via medwatch (B)(4), "received a cartiva joint replacement implant in my left big toe to help resolve hallux rigidus. In more than a year post-surgery, my pain has increased to levels worse than it was before surgery, received a second opinion from another surgeon who stated that the joint space has decreased significantly and she recommends removing the cartiva implant and replacing it with a hemicap implant. She mentioned she sees a lot of failed cartiva implants. Surgery to remove cartiva and replace it with hemicap scheduled for 2019."